Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a cracked, unreadable display, and a flushed drive support cap. The patient's blood glucose at the time of incident was 241 mg/dl. The damage occurred due to the insulin pump being dropped or bumped. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.